Event description:
The customer reported to olympus that the evis exera iii video system center had no image on the monitor. The issue was intermittent. There was no report of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported no image on the monitor. The issue was intermittent. Tac was then connected with a technician at the user facility for trouble shooting. Tac instructed the technician to reseat the maj-1941 light source cable, clean the contact pins on the scope connector, blow a bit of air in the connector of the clv-190 with the mouth, plug the scope in, and turn the tower on. This method of troubleshooting solved the issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus for analysis. Olympus will continue to monitor field performance for this device.